Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable cause is some kind of stress, such as damage or deterioration of parts or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was found that the bending rubber adhesive section on the videoscope was missing. There was no patient involvement.